Event description:
It was reported that the lead insulation was split up hear the header of the pacemaker. The lead was capped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.